Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep). The cause was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported the patient woke up three weeks ago and suddenly their ins felt hot. The patient claimed this last for 15 minutes to an hour and went away. This hasn't happened since. The impedances were all normal at 1140 ohms. The site didn't look infected. No further complications were reported as a result of this event.